Event description:
Three months after treatment with bovine collagen the patient informed the physician that redness experienced right after the treatment never faded and patient has lumps and bumps at treatment sites. The physician prescribed oral steroids for treatment of the signs and symptoms. Follow up findings: patient had a positive skin test and was not an appropriate candidate for treatment with bovine collagen.